Manufacturer narrative:
Analysis of the pump revealed no anomalies. Further, the catheter was returned in two pieces. Analysis of the 8596sc revealed the catheter body had a hole or tear caused by the catheter connnector pin. Analysis of the 8709sc revealed the catheter body had damage which occurred during the implant procedure.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the patient experienced increased spasticity in the ¿usual area of spasticity¿. This increased spasticity required a catheter replacement. At the time of this report, the patient status was reported as ¿alive-with injury¿. The device system was used to deliver gablofen 2000mcg/ml at 950mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.